Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The caller reported the pt was having some issues with their spinal cord stimulator (scs). The caller clarified, stating that, "when they tried to turn it on it was glitching and not working properly". The caller also stated the pt reported they could "manually get it working but were unable to use the device to turn it on themself". The caller was not with the patient at the time of the call. No symptoms were reported.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient stated that about 2.5 months ago they started having trouble with the unit. Patient stated they met with medtronic representative for readjustments. Patient mentioned that a medtronic representative came out to see what was wrong, got adjustments and determined that the implant battery was dying. Patient said that the medtronic representative told them that in the next 2-3 months they were going to need a new implant. Patient mentioned their hcp wanted patient to get a MRI so their implant can be replaced. The issue began 3 months ago. Agent asked the patient when the last time they were able to charge their implant and patient said that they go a little every 2 months and now it's just a blank. Agent reviewed how to access MRI mode and MRI eligibility form hcp can fill out. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They clarified that the implantable neurostimulator (ins) not working is that the battery is seven years old. The unit is "not working on and off sequences." Patient has difficulty turning on and off. Patient to have a neurosurgeon evaluate. They are to have an MRI and x-ray to evaluate any issues.